Event description:
It was reported that the threshold on this right ventricular (rv) lead was unstable. The physician repeatedly screwed in, but the screw stopped retracting. Additionally, it was found that the right ventricular (rv) lead perforated the left ventricular (lv) lead. This lead was never in service. No additional adverse patient effects were reported.